Event description:
It was reported that during a rotational atherectomy procedure, a perforation of the vessel occurred. The lesion being treated was located in the circumflex artery. The 1.75 burr stalled during a functional test performed prior to insertion into the patient. During ablation the burr stalled and a perforation was noted. The patient complained of chest pain and the burr and the wire were removed as one. The procedure was aborted. The patient will be back in three weeks for another procedure. Patient status is listed as "stable".

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of this complaint could not be determined.